Event description:
During treatment of an rca lesion, the burr appeared to stop in the lesion. When the advancer was pulled out, the burr was not attached. A perforation became apparent after the system was removed. An angioplasty balloon was used to seal the perforation.